Event description:
The manufacturer received information alleging ventilation inoperative error code was observed on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was evaluated at the manufacturer service center. During the evaluation it was noted that the error code, dsp motor failure (e-009), was observed on the device's error log. The manufacturer service technician further evaluated and determined the blower at the flow path had caused the issue to occur on the device. In conclusion, the device's blower needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the power cord clamp was replaced due to missing on the device, and it was unrelated to the reportable issue.